Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. The stent was not returned for analysis. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed indicating that the balloon was subjected to positive pressure. Contrast medium was visible in balloon body. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 3.00x12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detached/separated.